Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician assistant (pa) that the patient was found down by her mother while at home, the mother called for emergency transport, and the patient was taken to a nearby hospital. According to the pa, the patient had experienced symptoms of driveline secretions 3 weeks prior to the reported event. The patient had been treated with cipro for isolated staphylococcus organism. Later on, she was transferred emergently via ambulance to the implanting center. During transport, she was counter shocked for v-fib numerous times until her arrival to the implanting center, resuscitation attempts were unsuccessful and the patient expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.